Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of the infusions was not reported; however, it was reported to have occurred the last couple of weeks of (B)(6) 2013. The device was manufactured in 1995. The device was received for evaluation. The device passed electrical and functional testing. External and internal inspections were performed and no issues were found. The heater pan was tested and the temperature readings were within specification. The pneumatic system was tested and all pressures were found to be correct and stable. A short simulated therapy was performed and completed successfully. A review of the event history log of the device found nothing related to the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The reported issue could not be confirmed or duplicated. The device was found to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution felt too hot during infusion on a homechoice (hc) machine. The registered nurse (rn) visited the home patient (hp) after the hp mentioned that the solutions felt too hot during infusion. The rn stated that the heater bag felt warm to the touch even with the comfort control set to 35. The technical service representative (tsr) arranged to swap the hc. No patient injury or medical intervention was indicated in association with this report. No additional information is available.